Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure eighteen years post implantation due to pain and tibia was found to be grossly loose. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d5; d6a; g3; g6; h1; h2; h3; h6; h11. D2, d4, g4: it was reported that all available information has been provided. D6a: implant date - 2007. Visual examination of the provided pictures identified some foreign debris adhered to titanium surface of the component. No further evaluation can be made as the device was not returned. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.